Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. Preventive maintenance was then performed and the system was tested and met all product specifications. No samples are returning for eval. Root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomed reported that during surgery, the staff was unable to adjust the infusion pressure setting. They attempted to lower it from their normal setting and the infusion stopped. There was no harm to the pt.